Event description:
It was reported that the device was in hardware reset mode (hwvvi) with no vf therapy. The patient did not have any external defibrillation therapy, radiation or MRI. The patient did not feel any vibration. The device was explanted and replaced.

Event description:
The lead dislodged again and was explanted.

Manufacturer narrative:
Upon receipt, the device's battery voltage was found to be low, and caused a power-on-reset. A longevity calculation was performed and the device was found to be outside of the expected limits. The device's electronic circuitry was tested both manually on the bench and on the automated electrical system. No anomalies were found. The battery was sent to the vendor for analysis. An internal battery anomaly was found, which caused the premature battery depletion reported in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.